Event description:
Shiley rec'd a copy of a hosp medical device explant form which indicated that the pt was admitted to the hosp for replacement of his bjork-shiley convexo-concave aortic valve due to a perivalvular leak. According to an operative report rec'd from the pt's explanting surgeon, the pt had open heart surgery to repair an ascending aortic aneurysm. The pt's aortic valve was removed at that time due to evidence of perivalvular aortic insuffiency. The pt survived surgery.